Event description:
During an in clinic follow up, the device was attempted to be interrogated using rf telemetry but was unable, and an error message was received. Technical support was contacted. No intervention has been performed at this time. The patient was stable and will continue being monitored.